Event description:
On 08/30/2024, it was reported by a sales representative via sems-06650554 that an ar-9831 apollorf i90 aspirating ablator had the electrode of the device appear to peel off and deform in a 90-degree direction from the face of the device (see photo attached). The device was immediately removed from the patient and swapped for a new i90 probe with no issues. No pieces broke inside the patient. This was discovered during a rotator cuff repair procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the electrode of the device was bent/peeling. Refer to attachments. The cause for the reported failure can be attributed to a manufacturing issue being addressed by ncr-27076. Refer to cross references.